Manufacturer narrative:
(B)(4). Vyaire medical was not able to verify the customer's reported issue during testing and evaluation. Visual inspection revealed the oxygen inlet port of the ventilator was intact and tight. The ventilator was hooked up to a known good oxygen source for the duration of the extended testing, and no leakage occurred. The ventilator passed 148 hours of extended tests with no unusual alarm or error conditions. The ventilator also passed the initial final test which include several of oxygen inlet pressure test's with no restriction. The ventilator was then processed through service and calibration checkout met all factory specifications.

Event description:
It was reported to vyaire medical that the ventilator was leaking air at the oxygen connection site. There was no report of any patient involvement associated with this reported event.